Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was discovered in the hospital's inventory where they could see the plastic peeling off of the sheath through the clear unopened packaging. The device was not used in any patient.

Event description:
It was reported to boston scientific corporation that a navigator ureteral catheter was discovered in the hospital's inventory where they could see the plastic peeling off of the sheath through the clear unopened packaging. The device was not used in any patient.

Manufacturer narrative:
The reported event of device catheter flaked.

Manufacturer narrative:
A detailed device analysis of the returned navigator access sheath revealed that the plastic (coating) was peeling off of the sheath/device. There was not enough information from the product analysis, similar complaint investigations or in the event description to provide a most probable root cause since it could be due to user/ use error, storage conditions or shipping/transit. A device history record (DHR) review was performed by teleflex medical (em) and revealed no related issues to the reported complaint. Therefore the most probable root cause for this complaint is undeterminable.